Manufacturer narrative:
MDR 3003721894-2018-00130 is associated with (B)(4), new poligrip. New poligrip is marketed as super poligrip in the us.

Event description:
Aspiration [aspiration], device difficult to use [device difficult to remove]. Case description: this case was reported by a consumer via call center representative and described the occurrence of aspiration in a (B)(6) male patient who received gsk denture adhesive (formulation unknown) (new poligrip) cream for denture wearer. The patient's past medical history included cerebral infarction. Concurrent medical conditions included denture wearer. On an unknown date, the patient started new poligrip. On an unknown date, an unknown time after starting new poligrip, the patient experienced aspiration (serious criteria gsk medically significant) and device difficult to remove. On an unknown date, the outcome of the aspiration and device difficult to remove were unknown. It was unknown if the reporter considered the aspiration and device difficult to remove to be related to new poligrip. [Clinical course]. The patient was using new poligrip. When he removed his dentures at night, a large amount of denture adhesive remained on the gum and he had a difficulty removing it. When he went to sleep without removing it, this had sometimes caused aspiration. Because his trachea might have been weakened after cerebral infarction, the denture adhesive sometimes accidentally got into the trachea while he was sleeping. Such thing would not happen while he was awake. No further information is expected.

Manufacturer narrative:
3003721894-2018-00130 is associated with argus case (B)(4). New poligrip. New poligrip is marketed as super poligrip in the us. Complaint issue received on 16 april 2018 for issue number (B)(4): no sample was returned for this complaint and also the batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of aspiration in a 72-year-old male patient who received gsk denture adhesive (formulation unknown) (new poligrip) cream for denture wearer. The patient's past medical history included cerebral infarction. Concurrent medical conditions included denture wearer. On an unknown date, the patient started new poligrip. On an unknown date, an unknown time after starting new poligrip, the patient experienced aspiration (serious criteria gsk medically significant) and device difficult to remove. On an unknown date, the outcome of the aspiration and device difficult to remove were unknown. It was unknown if the reporter considered the aspiration and device difficult to remove to be related to new poligrip. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course] the patient was using new poligrip. When he removed his dentures at night, a large amount of denture adhesive remained on the gum and he had a difficulty removing it. When he went to sleep without removing it, this had sometimes caused aspiration. Because his trachea might have been weakened after cerebral infarction, the denture adhesive sometimes accidentally got into the trachea while he was sleeping. Such thing would not happen while he was awake. Follow-up information received on 25 april 2018. [Summary of investigation]. Substantiated: no. Product family: poligrip. Pq executive summary. No sample was returned for this complaint and also the batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a 'batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. No further information is expected.